Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were many sparks from the maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no physical damage to the instrument noted after the arcing event. Sparks were observed multiple times from the start of the console. The instrument was in contact with tissue when the arcing event occurred. The arcing appeared to originate from subject instrument. There was no injury to the patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.